Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. During the access, the 0.32 j-guidewire was unable to retract from the versacross transseptal dilator. The wire appeared to have become stuck before at the distal end of the sheath, and had to be pulled hard enough that the wire lost its j-shape and the distal end of the dilator was deformed. The wire and sheath were removed. No issues reported upon opening the package. The dilator was not shaped manually. Hence to resolve the issue, a new versacross kit was opened and a non-boston scientific was used to support the new dilator/sheath and the procedure was completed successfully with no patient complications. The device is not expected to be returned for analysis as it was disposed by the staff.